Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "during a robotic sigmoid colon resection, fragments of the vessel sealer came off into the patient. They managed to get the pieces out with the suction and grabbing them piece by piece."

Manufacturer narrative:
The vessel sealer extend instrument was received and failure analysis found the instrument to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 1.209¿ - 0.290¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure the thermal paint coating on the jaws of a vessel sealer extend instrument (vse) instrument was coming off due to being dragged across the cannula tip while attempting to remove the instrument while the instrument jaws were not straightened. This resulted in flakes/shavings going into the patient. Customer was able to remove the particles with a suction irrigator causing an approximate 20 minute delay.